Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/04/2013 with the following findings: the keypad is fully intact, with no peeling or damage observed. The up, down and ok keys are intermittently unresponsive. The contrast key responded appropriately. The keypad was removed to investigate and there was evidence of keypad contamination under all key contacts. Unable to duplicate scrolling. The pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. Visual inspection of "battery compartment¿ revealed, compartment crack from threads to case seal. Moisture corrosion was visible in ¿battery compartment¿. A battery compartment leak was found during testing. Pump cover was removed to inspect internal components. No moisture corrosion visible on internal components. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.